Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that there was a high impedance on electrode #6 of >10 ,000. The rep stated that no complaint was made by the patient and they were unable to determine when the issue occurred as it was discovered on (B)(6) 2019 during a normal reprogramming session. The rep said the cause of the issue was undetermined. The patient was not programmed on contact #6. It was noted that the issue was not resolved at the time of the report. No symptoms were reported. No further complications were reported/anticipated.